Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted damage to the atrial sealplug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The observed noise was suspected to be air bubbles behind the sealplugs.

Event description:
Boston scientific received information that during the implant procedure, this pacemaker exhibited noise on the atrial channel. Blood was noted in the device head. The ports were flushed, but the noise did not resolve. This device was not implanted. Another device was successfully implanted. No adverse patient effects were reported.